Manufacturer narrative:
Internal complaint number: (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The product is not returning. A lot number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 adaptor seemed to be the issue with the device cutting out the power of the generator when ligating branches. This happened within the first two minutes of use. Therefore they do not believe that this was the safety shutoff in the vh4000. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise #(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 adaptor seemed to be the issue with the device cutting out the power of the generator when ligating branches. This happened within the first two minutes of use. Therefore they do not believe that this was the safety shutoff in the vh4000. A replacement device was used to complete the procedure. The hospital did not report any patient effects.